Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The customer was issued a replacement main circuit board as a part of a warranty claim. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen. There was no patient harm or a serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device had an inoperable touchscreen. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device main circuit board was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).